Event description:
Ambulance personnel were attempting to monitor a cardiac pt being transported to the hosp. Allegedly the device lost power after approximately 23 minutes of operation. There were no adverse effects to the pt reported as a result of the alleged malfunction.